Event description:
Reference MDR #1219856-2010-00181 for the first event involving the same pt. It was reported that while in the operating room, a 30cc intra-aortic balloon (iab) was inserted through the sheath into the femoral artery. The pump, autocat 2 wave (serial number (B)(4)), alarmed (errored) "front end controller failure" and "printed the following: "purge failure due to system error - 6 (u). The perfusionist tried another pump and the same error code, "front end controller failure." As a result, the iab was removed. Another iab was not inserted.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.